Event description:
It was reported that the left ventricular (lv) lead was exhibiting non-capture post-implant. A chest x-ray confirmed the lead had dislodged. The lead was explanted and replaced with a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5554 implantable pacing lead 2006 (B)(6); 6948 implantable tachy lead 2006 (B)(6). (B)(4).